Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-aug-2021. The device evaluation conclusion was completed on 14-sep-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned sample revealed no damages on the smart touch unidirectional catheter. An electrical test was performed, and the catheter failed; no electrical readings were observed on the electrode #1. A failure analysis was performed, and the catheter board of the catheter was inspected, revealing that a wire was broken. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 30558453m number, and no internal actions was found during the review. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. Bad ECG (bs or ic). It was reported that during the procedure, the signal interference noise was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. A second catheter was used to complete the procedure. There was no patient consequence reported. Multiple attempts were made to obtain clarification to this complaint. However, no further information had been made available. Therefore, with the information available, this event was assessed as not MDR reportable for the signal issue as the risk to the patient was low. Additional information was received on 03-sep-2021. The signal interference (noise) was observed on the carto® only. The signal interference noise was observed on all ECG bs and ic channels. The physician did not have any intact ECG signal available to monitor the patient's heart rhythm (example: body surface, anesthesia monitor, defibrillator). During the signal interference, the affected catheter was inside the patient¿s body. The additional information stating that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm was assessed as a MDR reportable malfunction. Therefore, the awareness date for this reportable issue is 03-sep-2021.